Event description:
A report was received that the patient is experiencing uncomfortable changes in her stimulation after a fall. The stimulation changes intensity unexpectedly and caused painful sensations in the patient's ribs, stomach and back and no longer addresses her normal pain. The physician explanted the patient's ipg and implanted the patient with a new ipg. The patient is getting good coverage and is reportedly doing well.